Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text: device not returned.

Event description:
It was reported, that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer is using fiasp insulin. Tandem technical support informed customer, that fiasp is off label, per the user guide. Customer¿s blood glucose (bg) level was 250-287 mg/dl.